Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-20143, related manufacturer reference number: 2017865-2022-20146, related manufacturer reference number: 2017865-2022-20148, related manufacturer reference number: 2017865-2022-20150, related manufacturer reference number: 2017865-2022-20152. It was reported that the patient presented in the hospital with implantable cardioverter defibrillator (ICD) pocket erosion and infection. During the last recent procedure on (B)(6) 2022, the patient undergoes left ventricular (lv) lead intervention and the replacement lv lead was not installed due to patient's anatomy. The lv lead intervention procedure was completed using an alternate lv lead on (B)(6) 2022. Later then, the entire ICD system was explanted on (B)(6) 2022 due to ICD pocket erosion and infection. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient presented in the clinic with implantable cardioverter defibrillator (ICD) pocket erosion and infection." Rather than "it was reported that the patient presented in the hospital with implantable cardioverter defibrillator (ICD) pocket erosion and infection."

Event description:
It was reported that the patient presented in the clinic with implantable cardioverter defibrillator (ICD) pocket erosion and infection. During the last recent procedure on (B)(6) 2022, the patient undergoes left ventricular (lv) lead intervention and the replacement lv lead was not installed due to patient's anatomy. The lv lead intervention procedure was completed using an alternate lv lead on (B)(6) 2022. Later then, the entire ICD system was explanted on (B)(6) 2022 due to ICD pocket erosion and infection. The patient's condition was stable.